Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s hospitalization for acute respiratory failure, fluid volume overload, chf, pe, hypertension, hemoptysis, and copd exacerbation, which warranted hospitalization. The patient¿s fluid volume overload proved to be the catalyst for the patient¿s adverse events, and upon its resolution the patient returned to baseline. Given the etiology of the fluid overload is unknown, causality cannot be established. Fluid overload is one of the most prevalent complications in esrd patients and is frequently caused by a combination of factors. Additionally, the incidence of chf in the esrd population as compared to the non-esrd population is estimated as being up to 3-fold higher. Based on the totality of the information available, the liberty select cycler cannot be disassociated from having a possible contributory role in the events. While there is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the events. The lack of treatment data, no manufacturer evaluation of the suspect device, and the pdrn¿s allegations, precludes the exclusion of the liberty select cycler rom the event(s).

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized approximately 5.0 kgs over their estimated dry weight. The patient¿s primary peritoneal dialysis registered nurse (pdrn) believes the liberty select cycler is responsible for the patient¿s volume overload. The patient¿s discharge summary was received and revealed the patient was hospitalized on (B)(6) 2020 due to respiratory failure with hemoptysis, pulmonary edema (pe) and possible chronic obstructive pulmonary disease (copd) exacerbation triggered by the pe. Upon admission the patient was found to be in acute hypoxemic respiratory failure, experiencing hemoptysis and hypertension (result not provided), which was predominantly driven by the patient¿s fluid volume status. A computed tomography (CT) scan revealed the patient was suffering from acute diastolic congestive heart failure (chf) and pe, which was causing the patient¿s respiratory failure and ultimately the exacerbation of his copd. Nephrology was consulted and ordered pd therapy with additional ultrafiltration (uf) to mitigate the patient¿s additional fluid. Once the removal of ¿quite a bit of fluid¿ was achieved, the patient¿s respiratory status (including copd exacerbation) returned to baseline and the patient¿s pe was resolved. The patient¿s hemoptysis was considered mild, and after resolving the pe and discontinuing the patient¿s eliquis dose for several days; the patient¿s hemoptysis resolved. The patient¿s eliquis was restarted (timeline not provided) and there was no recurrence of symptoms. While hospitalized, nephrology had multiple discussions with the patient regarding the efficacy of pd therapy (characterized by elevated creatinine levels), and pd therapy¿s ability to adequately meet the patient¿s needs. However, it does not appear any further action was discussed during the admission. The patient was discharged on (B)(6) 2020 in stable condition and returned home to continue utilizing the same liberty select cycler as before the events. Of note: while undergoing a CT scan, a new 2.3 cm right lower lobe pulmonary nodule was discovered. Although interventional radiology concluded the nodule appears benign, it will still require a 3-month follow-up evaluation.